Event description:
A talent abdominal stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The iliac arteries were tortuous and severely calcified, and, due to the calcification, the blood flow lumen was only 4 to 5 mm. It was reported that the physician tried to advance the talent device after ballooning several times and using serial dilators on one side of the patient; however, the talent stent graft could not be advanced past the common iliac artery and ended up kinking after being pushed. The physician changed to another talent device, which was inserted into the patient and ended up breaking off some calcium in the artery, without causing any injury. The talent device was able to be delivered and deployed without issues. No clinical sequelae were reported, and the patient is fine. The kinked talent device was discarded at the procedure.

Manufacturer narrative:
(B)(4): evaluation results: (severely calcified access vessels).